Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during dilatation in the right coronary artery, upon inflation. The balloon ruptured at 8 atmospheres. There were no reported adverse pt effects. There is no additional event or pt info available.

Manufacturer narrative:
(B)(4).